Event description:
Boston scientific received information that this patient came to the hospital after receiving inappropriate shocks that exhausted therapy. The device operated as programmed but therapy was not desired for the arrhythmia that occurred. The device was reprogrammed and remains implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.